Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was alarming no delivery caused by issues with their infusion set. Customer stated that they had changed the infusion set. Advised to monitor device and contact if issue reoccurs. Customer's blood glucose level was 447 mg/dl at time of reporting. Nothing further reported.